Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the dissection tip from the vasoview hemopro broke into two pieces inside the pt's leg, right near the btt port. The reporter stated that the distal conical nose tip detached. The pieces were retrieved through the original incision with no other pt effects reported. An accessory pack was used to complete the procedure. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).